Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a regular scheduled check, multiple non-sustained rv oversensing episodes were observed. The oversensing was reproduced with coughing. The patient has black lung disease and coughs frequently. Review of the egm revealed possible myopotential oversensing. Programming changes were made. The patient will continue to be monitored with routine follow-up.